Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient hearing a hazard alarm tone while bending over was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 15 hours on 08oct2021 (0:40:49 ¿ 15:42:30). The log file captured the silence alarm button pressed event type active for the majority of the log file. There were no atypical alarms active while the event type was active. This is consistent with the patient accidentally hitting the alarm silence button while the controller was inside the controller bag. There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 09sep2021. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's left ventricular assist device (lvad) alarmed while at the store. The patient reported a hazard alarm tone while bending over to get a bag of ice out of the cooler. The alarm lasted a few seconds until the patient got out of to the car. The alarms stopped by the time the patient got to the car. The patient opened the consolidated bag and reported nothing was illuminated on the controller including the running symbol and there were no alarms toning at the time. The patient proceeded to drive home, which was approximately 2-3 minutes. Once home the patient rechecked the controller and the green running symbol was illuminated and nothing was alarming. The patient was asymptomatic throughout the entire ordeal. The patient's device was interrogated in clinic and there were no significant alarms noted. The log file captured routine events and there were no notable alarm or parameter conditions. It was noted that in the log file on (B)(6) 2021 the alarm silence button was pushed multiple times. This could be possible when the controller is in the consolidation bag.